Event description:
It was reported that a malfunction alarm occurred. Subsequently, the customer experienced a "high" blood glucose (bg). Customer treated their bg with a manual injection resolving the issue. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.